Event description:
The homepatient (hp) contacted a global technical service representative (gtsr), and reported a system error 2084 alarm had occurred, during dwell 2 of 5 while using the homechoice system for apd therapy. The issue was reviewed over the phone with the gtsr, who explained the meaning of the alarm to the hp, and verbally assisted the hp to clear the alarm from the system. The hp indicated he would restart therapy over from the beginning using the same disposable supplies. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.